Event description:
It was reported that the patient with this inflatable penile prosthesis presented with a herniated cylinder on one side; the corporal wall had either been perforated or the incision had dehisced. The device was explanted and replaced with a malleable system. No further patient complications were reported.